Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) did not initiate compressions and displayed fault 08 (motor controller fault detected) message." Was confirmed during the functional testing and the archive data review. The root cause of fault 08 was a failed drive train motor, likely attributed to a failed component. The customer reported a complaint that "the autopulse platform did not initiate compressions and displayed user advisory (ua) 04 (battery charge state too low)" was not confirmed during the functional testing and the archive data review. There was no ua04 recorded throughout the archive data, and the autopulse platform did not display the error during the testing performed at zoll, thus not confirming the customer's reported complaint of (B)(4). Upon visual inspection, no physical damage was observed. The archive data indicated multiple fault 08 messages on the event occurrence date, thus, confirming the customer's reported complaint of fault 08. The autopulse platform failed functional testing due to fault 08 displayed upon powering on, thus, confirming the customer's reported complaint of fault 08. The motor controller's built-in fault detection system signals a fault is related to the failed drive train motor. The drive train motor needs to be replaced to address the fault 08 message. The brake gap inspection was performed and verified the brake gap was within the specification of 0.008" ± 0. 001". A load cell characterization test was performed and confirmed that both cell modules are functioning within the specification. The drive train motor was replaced to continue further testing. Upon replacement of the drive train motor, the autopulse platform was tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged without fault or error. The customer reported ua04 was not displayed by the autopulse platform throughout the testing performed at zoll. Upon service completion, the autopulse platform will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).

Event description:
An 82-year-old male patient (approximately 210 lbs.) Went into cardiac arrest. The patient had a medical history of hyperlipidemia and recently (3-4 days) developed a cough and constipation. The patient was on medication simvastatin. The patient was in cardiac arrest for approximately 15 minutes before receiving the first CPR. A responding agency performed manual CPR for approximately 5 minutes before applying the autopulse platform. The autopulse platform (sn (B)(4) was then deployed. Upon pressing the start button, autopulse did not initiate compressions and displayed user advisory (ua) 04 (battery charge state too low) and fault 08 (motor controller fault detected) messages. The crew replaced the battery, and the errors persisted. The crew reverted to manual CPR; however, rosc (return of spontaneous circulation) was not achieved, and the patient expired. The patient's death was pronounced at his residence. Per the customer, the patient's death was unrelated to the autopulse system. The crew tested the autopulse platform back at the station with multiple batteries, and the errors (ua 04 and fault 08) persisted.

Manufacturer narrative:
Additional information in h10 (additional narrative) - included medical safety assessment the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR; the adjunctive use-only indication is prominently displayed on device labels and in the manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse does not start or unexpectedly stops compressions, the rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse, the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patient's outcome was not negatively impacted by interruptions compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital; even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.